Event description:
It was reported that the patient's implantable cardioverter defibrillator delivered an inappropriate shock due to atrial fibrillation with rapid ventricular response. The device was explanted and replaced. The patient was recovering post-procedure.

Manufacturer narrative:
The reported field event of inappropriate therapy could not be confirmed. Visual inspection reveal no anomalies. Telemetry, impedance, sensing, pacing and high voltage (hv) output functions of the device were tested and found to be normal.